Event description:
During a coronary drug eluting stenting treatment procedure, difficulty was encountered retracting the undeployed stent back into the guide catheter. The lesion was very tortuous in a bifurcation. The physician successfully deployed a taxus express2 3.0 x 20 mm drug eluting stent in the left anterior descending artery (lad). The physician then attempted to place a taxus express2 2.25 x 12 mm drug eluting stent in a side vessel following predilation with a 2.0 x 15 mm maverick balloon. However, the taxus stent was unable to cross the previously deployed taxus stent and the physician elected to retract the undeployed stent back into the guide catheter. It is noted that this is against directions for use (dfu). While attempting to retract the undeployed stent back into the guide catheter, the physician felt resistance at the mouth of the guide catheter. Upon removal of the taxus stent from the pt's body stent strut damage was noticed. The procedure was successfully completed using another taxus express2 2.25 x 12 mm drug eluting stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good".